Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the trunk cable connector was broken and warped, the connector pins were bent, and the cable jacketing was damaged and wires in the cable were cut. The root cause of the damaged trunk cable connector and cable cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector and damaged cable. The pt received a replacement electrode belt.